Event description:
Massive weight gain, severe cramping, diarrhea, insomnia, heavy bleeding, uti, anxiety, depression, panic attacks, hair loss, severe fatigue, skin irritation, severe migraines, restless legs, dizziness, metallic taste in mouth, numbness in hands/legs, major bloating, bad vision, painful intercourse, shortness or breath, severe acne.